Event description:
The account alleged fluid ingress into the power supply board and the scale board. No reported injury.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.